Event description:
It was reported that an obvious decline in patients hearing performance was observed by the guardians on (B)(6) 2012. Problems of the external devices were excluded. A history of a head trauma was denied by the guardians. Testing in situ showed all electrode channels in status hi. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.